Event description:
The 5120 was used during a laparoscopic cholecystectomy. The ring from the device flapper valve fell into the pt at the end of the case. The device was used at the sub xiphoid site. The case was completed with the device and the gasket retrieved. The rep is returning the flapper valve and not the device. There was no consequence to the pt.